Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
B5 corrected: the reported event of ipg end of life (eol) was confirmed. The ipg battery voltage was below the elective replacement indicator (eri) voltage threshold and the ipg had declared end of service (eos). An estimate of longevity determined that the ipg had normal battery depletion and reached its normal end of life (eol).

Event description:
Additional information was obtained via returned device analysis, which revealed the ipg had normal battery depletion and reached its normal end of life (eol).

Manufacturer narrative:
Updated e1: initial reporter: reporter title to doctor.

Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2025, wherein patient's ipg was explanted and replaced to address the issue.